Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. No intervention was performed. The physician has elected to monitor the patient. The patient was in stable condition.

Event description:
New information noted that the lead exhibited noise causing inappropriate shock. The lead was explanted and replaced. The patient was in stable condition.